Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported burn could not be conclusively determined.

Event description:
Related manufacturer ref: 2184149-2021-00009. During a bilateral simplicity procedure, a skin burn at the probe site was noted. The settings were at 60 seconds and 80 degrees. A simplicity probe was used. Multiple attempts were made to gather further information to no avail.